Event description:
It was reported that approximately 56 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, implant pain, joint effusion, joint laxity, scar tissue, and synovitis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2022-01305 d10: (B)(6), 02-022-35-2009 - truliant tib imp ps insert sz 2 9mm, (B)(6), 02-022-45-2020 - truliant tib fit tray cem sz 2f / 2t. (B)(6), 200-07-26 - advanced patella 26mm 3 peg implant/ multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01305. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, instability. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.